Event description:
Pt was receiving an epidural injection for low back pain. After meds were delivered, when the physician was really to remove the needle, it came apart at the hub. The physician was able to remove the needle at that time and there was no injury to the pt.